Event description:
The report we received from out affiliate indicated that during a recannalization procedure in the posterior tibial artery, the distal tip of the sv5 guidewire broke off during insertion inside a sav vy pata balloon. The broken tip remained within the lumen of the pta catheter, and was withdrawn along with the balloon. No part of the wire remained in the patient, and there was no report of any adverse effects. The procedure was successfully completed with a different wire and balloon. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.